Event description:
It was reported that the coil protruded at catheter's tip. The target lesion was located in the lumbar artery. A 3mmx12cm interlock was selected for use. During the procedure, it was noted that the coil got stuck when the tip of the coil was inserted few centimeters into the blood vessel and was protruding from the catheter's tip. A pullback was able to perform and only the coil was removed. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Main coil, pusher wire, and introducer sheath were returned for this complaint. Main coil and pusher wire were interlocked within introducer sheath. The introducer sheath was inspected, and no anomalies were noted, an important amount of blood were noticed. The pusher wire was inspected, and it was bent at distal end. No damages were observed on the returned coil. No more damages were found in the returned device. The pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was pulled out backwards in order to release the main coil. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. Dimensional inspection of the pusher wire and main coil that could be measured were performed and were within specifications.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the coil protruded at catheter's tip. The target lesion was located in the lumbar artery. A 3mmx12cm interlock was selected for use. During the procedure, it was noted that the coil got stuck when the tip of the coil was inserted few centimeters into the blood vessel and was protruding from the catheter's tip. A pullback was able to perform and only the coil was removed. The procedure was completed with another of the same device. No patient complications reported.